Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22396. It was reported that the patient presented for follow up with elevated capture threshold, and high pacing impedance exhibited by the right ventricular lead. The patient was scheduled for revision and the lead was capped and replaced on 28 may 2021. During the procedure the implantable cardioverter defibrillator was explanted. The physician believed that the right ventricular setscrew was stripped and decided to replace the device, as well. The patient was in stable condition.